Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that when they went to bolus it tended to get slower, and mentioned they saw a code to restart the app. The patient said that in march the representative reset it, and it was about 4 minutes which was good, but now it was up to 10 minutes before they were able to get a bolus. The agent asked when this all started and the patient said, ¿since then it's creeping up again,¿ so the date could not be confirmed, but the patient mentioned they had a new stimulator battery put in on march 6th, and that¿s when the representative made some changes. The agent walked the patient through clearing patient data and restarting the app. The patient was then able to successfully deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.